Manufacturer narrative:
(B)(4). Visual examination of the returned product showed signs of repeated use and the impactor pad was fractured. The device history records were reviewed and no discrepancies were identified. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor tip broke off during femoral impaction. No adverse events were reported as a result of this malfunction.